Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks from the implantable cardioverter defibrillator (ICD) system. Upon interrogation of the device, it was found that the patient had received 28 inappropriate shocks due to right ventricular (rv) lead noise. The rv lead was then capped and replaced. There was no further adverse consequence reported. The patient was discharged from the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).